Manufacturer narrative:
No sample is available for the manufacturer to evaluate. Evaluationsodes: results: no device returned and no lot number. Conclusions: device not returned and no conclusion can be drawn.

Event description:
The event is reported as: complaint alleges that the tube was being used on a (B)(6) patient that had undergone cardiac surgery. Complaint alleges that there was a failure in the tube removal procedure. Complaint states that the tube didn't deflate so the patient was sent back to the surgical center to order to remove the tube. Patient current condition is unknown.